Event description:
Boston scientific crm received information that this right ventricular (rv) lead had a lead safety switch occur. It was noted that there was high out of range impedance measurements of greater than 2500 ohms. The medical professional reset the switch and all impedance measurements went back to normal readings. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.